Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the transmitter was unable to connect to the sensor, tried three sensors already, it feels like something is obstructing the connection, unable to troubleshoot right now, but caller is very worried, the customer had a seizure due to not being able to monitor blood glucose. The blood glucose was below 60 mg/dl at the tome of the incident. The device is not expected to be returned for analysis.